Event description:
It was reported via repair work order that the ground path on the power cord was compromised due to damaged power cord with exposed wires. It was also reported that the siderail was not locking in up position due to malfunction siderail latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Device model type and serial number information was obtained during the investigation process.

Event description:
It was reported via repair work order that the ground path on the power cord was compromised due to damaged power cord with exposed wires. It was also reported that the siderail was not locking in up position due to malfunction siderail latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.